Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's program "dropped down" and the patient did not think that the ins was stimulating their vagina. The patient indicated that their healthcare provider (hcp) checked the ins and was not getting any message "meaning it dropped stim wasn't going to the vagina." According to the patient it was connecting, but could see on the screen it was not going to the right nerve. Additionally, the patient reported that they had "3 programs open" and that the ins was defective, but was still turned back on; the patient added that it was hurting on higher ones so they put it on the lower ones. Later in the call the patient reported back pain and thought that this may be due to the ins or stimulation. The patient turned stimulation off on (B)(6) 2017 at 22:30 hours and indicated that they had3 options, note patient indicated the options and was not told them based on information in this contact, the options were to take the ins off their right butt and get another put on their left butt or was botox treatment, and the patient did not inform the manufacturer call center of the third option. A dditionally, the patient indicated that their hcp gave the patient a physical and told the patient "nothing is dropping you're looking great." The patient then reported an earlier issue that their toes were curling and the programing was changed, but the patient eventually turned stimulation off on (B)(6) 2016 due to the toe curling and lack of therapy. The patient then indicated that stimulation could be affecting other things in their body and the patient indicated that a manufacturer representative (rep) told the patient that the "inner program was defective." Patient status is unknown at the time of this report. There were no further complication reported or anticipated.